Event description:
It was reported that during thr surgery, the anthology inserter ant soft tip snapped off the inserter, while using the device inside the patient. It was use a smith and nephew back up device to complete the procedure. No injury to the patient and significant delay reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirms during this inspection, that the anthology inserter fractured at the tip, most likely from impact. An impact fracture can occur if the mechanical loads applied to the instrument exceed the strength of the material. A fracture can also be the result of multiple impacts. This fracture caused the instrument to become inoperable. The device show signs of significant use/wear. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified/ this device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.